Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. It was noted that the patient's driveline was 15cm from the exit site to the patient's side bend relief. The center was requesting information on if this was enough space to splice a new connector piece. Log file review revealed driveline power faults from on (B)(6) 2025 at 18:51 until the end of the log file, with power b being the affected wire. It was noted that there was some corrosion of the socket in the power cables. It was recommended that the modular connector be replaced. The pump end connector was cleaned. No further driveline power faults or comm faults were noted post cleaning. The modular cable (ln: 10635588) was replaced as part of the onsite troubleshooting for the driveline power faults. It was noted that a second modular cable (ln: 10591085) was also replaced as part of troubleshooting.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms. Corrosion on the driveline inline connector was confirmed through review of the submitted images. The customer submitted 4 photos for analysis. Two of the photos showed the pump cable connected to the modular cable, and the other two showed the interior of both inline connectors. In these photos, corrosion was noted on both the pump cable inline connector and the modular cable inline connector (see MFR number: 2916596-2025-02784). On the pump cable, several pin holes had visible green-blue corrosion. Corrosion was also noted on the interior wall of the inline connector housing. The customer submitted 2 system controller event log files, which collectively contained events from (B)(6) 2025 through (B)(6) 2025 and (B)(6) 2025 through (B)(6) 2025, per the timestamps. A driveline power fault alarm became active on (B)(6) 2025 at 18:50:52 and remained active until the reported modular cable exchange on (B)(6) 2025. No further driveline power fault alarms were captured following reconnection of the driveline. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate 3¿ warns that patients should never swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. These documents also instruct patients to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, mobile power unit, batteries, power cable, or battery clips) in water or liquid. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The modular cable (ln: (B)(6)) was replaced as part of the onsite troubleshooting for the driveline power faults prior to the cleaning. It was noted that a second modular cable (ln: (B)(6)) was also replaced at the same time as the connectors were cleaned.